Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions and without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; no discrepancies were found. Functional test: the sample was connected to a fluid warming machine; there was a leak in the bonding between the tube and the connector of the heat exchanger assembly. The root cause of the issue was deemed to be manufacturing-related; the tube and the connector of the heat exchanger assembly were not properly bonded. The leak in the bonding between tube and the connector of the heat exchanger assembly was not detected through the in process inspection. Action(s) taken to mitigate the reported issue(s): production personnel was retrained on the manufacturing procedure by the production supervisor, in order reinforce the bonding operations.

Event description:
It was reported that, immediately after starting to use the product, a crack was found between the lower part of the heat exchanger and the tube; also, blood leaked from that part. No patient injury was reported.